Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 17.7 mmol/l, 7.6 mmol/l, and 3.2 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).